Manufacturer narrative:
Results: power cord plug missing ground prong. Wrong footboard installed to bed.

Event description:
It was reported by service report that the bed exit was not working, and the power cord was missing the ground pin. No patient involvement or adverse consequences were reported.